Event description:
Provider alleges the footboard rubber is worn and a bracket broke on right side arm. Additional non-reportable complaint for this device; provider alleges the footboard rubber is worn.